Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had black horizontal line on the screen when the device turned on and the display was abnormal, there was no patient involved.

Manufacturer narrative:
Updated field: b4; g3; g6; h6 investigation findings, investigation conclusions, type of investigation, component codes; h11. Corrected fields: g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the screen was faulty and needed to be replaced. The lcd display (0160-00-0127) was replaced, the device passed the performance and safety checks according to factory specifications and the product was returned to the customer.

Manufacturer narrative:
Updated fields: b3, b4, b5, d9, e1 (initial reporter and event site telephone) g3, g6, h2, h3, h11. Due to character limit in block e1 telephone number :(B)(6).

Event description:
It was reported during routine inspection before use that cardiosave intra-aortic balloon pump (iabp) had black horizontal line on the screen when the device turned on and the display was abnormal; there was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site address line 2, event site city), g3, g6, h11. Due to character limitation in block e1: full event site address: street: no. (B)(6).

Event description:
N/a